Event description:
It was reported that the event involved a male pt, (B)(6) while in the cath lab. The md stated the new control syringe now packaged in the wedge pressure kits are difficult to use and leak co2 when inflating the balloon. There have been no reports of pt death, complications or injury. No medical/surgical intervention was required. There has been a delay or interruption in therapy with no harm to the pt noted. The md would like a call from the person in charge of this product, so that the md can explain his concerns. Additional info received on (B)(6) 2012 by teleflex's clinical marketing manager who spoke with the md via telephone, stated that the md reported that the syringe had to be frequently refilled with co2 as it kept being lost due to the design. As a result, the staff provided the md with another syringe. The pt outcome was the pt is fine and the diagnostics were obtained and recorded.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.